Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and order was not crossing. A technical support specialist (tss) contacted customer and confirmed that pyxis was processing admit discharge transfer messages successfully. Health sight viewer showed no devices in disconnected or critical override mode, and a downtime query on the application server revealed no errors. The customer initially indicated he would verify, but later reported the issue was still occurring. Further investigation identified that the patient unit was not assigned to any area. Guidance was provided to assign units under areas with the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient and order was not crossing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.